Event description:
It is reported that had high ion level in his blood. There is no info about a revision.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the u.s. Which was initiated in 11/2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the us. A similar cup, compatible with the metasul ldh femoral head, is cleared in the us and a corrective action for this product was reported to the FDA in 07/2008 as correction z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Medical products: metasul ldh, head, 52, code r, taper 18/20; part# 01.00181520; lot# 2462579 femoral stem fiber metal taper collarless 12/14 neck taper size 15 standard body standard neck offset; part#00786201500; lot#61359775 therapy date : (B)(6) 2014. This case was reopened on oct 3, 2019 to enter additional information which was received on sep 27, 2019 since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to metal debris, elevated metal ions.